Event description:
Reference number given to supervisor. Steel needle on PICC would insert into patient. Needle was perfectly centered in vein. Needle would not give blood return. Patient had to be re-accessed with shorter needed lower, access well, difficult pass but with patient moving would pass. PICC line would not provide reading on machine. Without reading PICC line could not be trimmed if needed with current patient position. X-ray taken and patient needed to go to operating room as PICC was too far out for discharge.